Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior descending artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during inflation in the ostium position at 8 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual and tactile inspection revealed multiple kinks along the hypotube and no issues with the outer and inner lumen. Microscopic inspection revealed a pinhole in the balloon material located in the mid-section of the balloon. No issues were noted with the balloon material which could have contributed to the pinhole. The bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage which could potentially have contributed to the pinhole leak. The device was attached to an inflation unit and during an attempt to inflate the balloon, a leak was observed at the pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior descending artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during inflation in the ostium position at 8 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.